Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to failure code 199:117:284:0000 as a result of use/user error. The main batteries and battery harness were replaced in order to correct this condition. This is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had a damaged battery. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. Patient involvement is unknown. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. There was no further complaint information available. The user interface module master software version is currently unknown.